Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Detaches itself...slither of metal lodged in the head, which appears to have broken off the end of the toothbrush's drive shaft-oral b power oral care [device breakage] brush head no longer stays fixed in place-oral b power oral care [device physical property issue] case narrative: the consumer e-mail stated that he was having problems with oral-b pro 3 electric toothbrush (type 3772), the brush head no longer stays fixed in place and detaches itself. There was a slither of metal lodged in the head, which appears to be had broken off the end of the toothbrush's drive shaft. No injury was reported.